Event description:
It was reported by the olympus representative, the forceps raising wire on the evis lucera duodenovideoscope ruptured. No patient harm reported. During the evaluation of the device, it was noted the adhesive part of the lighting lens had peeled off. This report is to capture the reportable malfunction of the peeled off adhesive on the lighting lens noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. A break was found in the forceps wire due to an external factor. There were scratches on the insertion part cover, operation part, operation part cover, up/down/right/left knobs, up/down angle fixing lever, grip, universal cord, operation part side of the universal cord, and right left angle fixing knob due to external factors. The bending section cover was missing. The tip cover and scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.